Event description:
I was implanted with essure birth control in (B)(6) 2013. During the procedure, when inserting the left coil, it broke off several different times. My doctor tried to take it out, but it kept breaking. She advised me to go right to surgery. Another doctor came to assist her, and after some debating, they decided to just leave it alone and if all else fails I would have to have my tubes tied if the dye would pass through when I get tested in 3 months. She inserted the right side with no issues. That day was terrible, lots of cramping and I bled for several weeks. I reported this to my doctor and said due the trauma with insertion it was more than likely very irritated. I had bad headaches, cramping, and weight gain almost instantly. About 8 weeks after my procedure, I went to the rest room and there in my panties was a whole coil! I was bleeding and cramping bad. I returned to the doctor within a couple hours. An x-ray showed that the right coil was no longer there. I kept the coil and still have it. So to this day I only have a partial coil on the left side (unsure how much) as that one kept breaking during insertion. I never did reach the 3 months to have the dye run through to see if they were blocked.